Manufacturer narrative:
(B)(4).

Event description:
It was reported by the doctor that the spring guide wire (swg) could not pass through the intra-aortic balloon (iab) catheter. Then putting in energy, it past. The intra-aortic balloon pump (iabp) alarmed with helium leaking after starting. It didn't work even replacing the swg and reducing the balloon volume. As a result, the catheter was changed and another attempt was made successfully. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab swg insertion difficultly is confirmed. The returned iab central lumen was found kinked and resistance was noted upon loading the guidewire into the central lumen. The root cause of the kink is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the doctor that the spring guide wire (swg) could not pass through the intra-aortic balloon (iab) catheter. Then putting in energy, it past. The intra-aortic balloon pump (iabp) alarmed with helium leaking after starting. It didn't work even replacing the swg and reducing the balloon volume. As a result, the catheter was changed and another attempt was made successfully. There was no report of patient complication or serious injury and death.